Manufacturer narrative:
Other relevant device(s) are: product ID: 8731sc, lot/serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; ubd: 04-jan-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 4000 mcg/ml of fentanyl at 1050 mcg/day via an implantable pump for non-malignant pain. It was reported the patient had experienced a loss of efficacy and their boluses were not effective. An MRI (magnetic resonance imaging procedure) was performed and a catheter leak was detected. It was indicated a catheter break occurred. The date of the MRI was unknown. Regarding any environmental/external/patient factors that may have led or contributed to the issue, it was reported the patient has had some compression fractures, but they were not near the location of the catheter leak. The doctor believed the catheter leak and compression fractures were unrelated. Surgery was planned, however it had not yet been scheduled. The issue had not resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturing representative on 2109-jun-17. It was reported that the catheter was replaced on (B)(6) 2109. Most of the old catheter was removed, but it "came out in pieces" and not all of it could be explanted. For this reason, the catheter would not be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient was scheduled for a catheter replacement on (B)(6) 2019.